Event description:
The customer reported that their central nurse's station (cns) spontaneously shut down and went into a blue screen.

Manufacturer narrative:
Complaint information: on (B)(6) 2019, customer at (B)(6) hospital reported cns experienced a 30-60 second communication loss for all devices at 3 am on pu-621ra with serial (B)(6). Investigation summary root cause of the issue was identified to be org set up; the issue was resolved after rebooting org. The ticket remains open to monitor if the issue persists after rebooting the org's. Warranty of the device was valid till 01/17/2015. According to the table in quality complaint investigations work instruction, with document ID: sop06-075, the risk priority of the issue is categorized as: high since risk priority of the issue is categorized as: high. Monitoring of this issue will be continued, and the ticket will be updated once more conclusive information is available. Additional model information: the following field contains no information (ni), as attempts to obtain information were made, but not provided: d11 & c2 concomitant medical products.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) spontaneously shut down and went into a blue screen. The customer rebooted the device, and everything started working as intended. No harm or injury was reported. They will be sending their cns for an evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) spontaneously shut down and went into a blue screen.